Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed of.

Event description:
During omega ti surgery, the surgeon inserted the locking screw into the side plate screw hole, which located the second from the distal side. However, the locking screw head broke at final tightening. The broken screw shaft was unable to be removed from the patient.